Event description:
It was reported that during preparation, a heated cable and a laser outcome of a burnt smell was noticed. It was indicated that the problem occurred outside the patient. There was no report of patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. A media inspection of a photo sent by the customer was performed. The photo did not show information relevant to the reported issue. The product record review (prr) results detailed in the prr table did not determine probable cause. A device history record (DHR) review was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of "overheating of device or device component" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited that residues of blood and tissue and/or damage can lead to overheating of the fiber tip. Based on the information available, the conclusion code "cause not established" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that during preparation, a heated cable and a laser outcome of a burnt smell was noticed. It was indicated that the problem occurred outside the patient. There was no report of patient complications.